Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this right ventricular (rv) lead had been recently hospitalized due to pain that began approximately six months prior and expressed concerns regarding elevated shock impedance measurements; however, no measurements out of range were observed. Technical services (ts) reviewed the information and indicated that continued monitoring is recommended. The timing of the next office visit was referred to the managing physician for patient specific guidance. This rv lead remains in service. No additional adverse patient effects were reported.